Manufacturer narrative:
Concomitant medical product: 407452 lead, implanted: (B)(6) 2006; 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced potential issues with their right ventricular (rv) leads, both active and capped, crossing the tricuspid valve. Both the active and capped rv leads were explanted and, the active rv lead was replaced. No further patient complications have been reported as a result of this event.